Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: a high tibial osteotomy was conducted on (B)(6) 2011. The extraction was conducted on (B)(6) 2013. The surgeon tried to extract the locking screws with a screwdriver, however the second locking screw removal from the distal end was difficult to remove. The surgeon cut the plate and extracted the hardware. This is 1 of 2 reports for the same event, (B)(4).

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. We have sent the complained plate and screw to the responsible product manager for investigation; here the result: the locking screw 413.338s is blocked in to the tomofix plate 440.834s. It is possible that the head thread of the screw got cold welded together with the plate hole. Further it could be that protein parts adhered between those two articles and made it impossible to remove this screw. Reviewing the manufacturing- and material documentation of this screw and plate shows conformity as well. The screw was manufactured in november 2010. The plate was manufactured in july 2011. The various screws are not damaged. They are in working order. No product fault could be detected.